Event description:
It was reported that the patient experienced palpitations due to the loss of atrioventricular synchrony and far r wave oversensing with auto mode switching was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported adverse patient consequences.